Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has to press the wake button multiple times for the pump to respond. Customer's blood glucose level was not impacted. No further information on the reported issue was provided.